Event description:
Coiling treatment was conducted of an aneurysm. The coil was reported to stretch and prematurely detach. Multiple retrieval attempts were made unsuccessfully. Three neuroform stents were used to tack the coil to the vessel wall successfully. The pt was reported to be okay post procedure. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The delivery pusher was returned for eval and confirmed the implant coil was detached. The coil was not returned for eval. The eval shows excessive force was used which likely led to the coil becoming detached. (B)(4).